Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) exhibited atrial channel oversensing of ventricular signals along with low threshold measurements, resulting in an inappropriate mode switch. This ra lead remains in service. No adverse patient effects were reported.